Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no additional reportable findings. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it did not start up correctly due to deterioration of the turret motor. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a power supply issue and did not start up correctly. The issue occurred during installation. There was no patient involvement.